Event description:
It was reported that the device characterized an episode of vt as svt and withheld therapy. Upon review of the recording, it was observed that the device functioned as programmed. Reprogramming changes were recommended but the physician elected not to make any changes. The patient will be monitored. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.